Event description:
It was reported while using bd maxzero¿ multi-fuse extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that two hours after drug administration, fluid leaked from the housing.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22109281. D4: medical device expiration date: 14-oct-2025. H4: device manufacture date: 14-oct-2022. D10: device available for eval? Yes. D10: returned to manufacturer on: 08-jun-2023. H6: investigation summary: one mz5303 sample was received without packaging for investigation; however, the customer confirmed the complaint sample was from lot 22109281. Residual blood was detected in the device. The feedback provided by the customer suggests leakage was detected from the maxzero after 2 hours of an infusion. As part of the feedback, the customer provided photographs. Analysis of photographs in addition to a visual inspection of the returned sample confirmed the customer's experience with the maxzero identified to be connected at an angle to the female luer of the extension set. The returned sample was then connected to a 50ml bd plastipak syringe from stock and flushed with fluid; leakage was detected from the affected connection. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the root cause for the observed leakage was due to the maxzero being incorrectly assembled onto the extension set; this is a manually assembled joint and is likely to have occurred due to human error. A review of the production records from lot 22109281 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that two hours after drug administration, fluid leaked from the housing.